Manufacturer narrative:
Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to manufacturer.

Event description:
After trident acetabular cup surgery, the bone fracture occurred around stem. This case was presented at the 42nd annual meeting of (B)(6) hip society on (B)(6) 2015.